Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during a tka procedure, a lgn ps high flex xlpe sz 5-6 15mm failed to be inserted after 6 attempts. Irrigation/debridement of tissue was made and cement was placed around the prosthesis. The procedure was completed by changing to a constrained poly, which was inserted on the first attempt. A a non-significant delay occurred due to this issue, and no other complications were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. Based on the information provided, the unsatisfactory experience could be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Therefore, the clinical root cause of the reported event could not be definitively concluded; however, a user-related technique of the legion ps high flex xlpe sz 5-6 15mm, may have been a contributing factor. It is unclear if the instructions for use were adhered to; however, it does caution that, ¿higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components.¿ according to the complaint, the surgeon was able to complete the procedure by changing to a constrained poly, which was inserted on the first attempt with a non-significant delay occurred due to this issue, and no other complications were reported. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for the knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.